Event description:
It was reported that during priming with one unit of prismaflex m100 set, an external fluid leakage was observed. It was further reported the venous end was broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not available; however, a photograph and a video of the sample were provided for evaluation. Visual inspection observed that the cone of the return male luer lock (mll) is broken. The observed leak is likely due to a broken mll cone. The reported condition is verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.